Event description:
It was reported the ceramic tip of the resection sheath fell off inside the patient during a procedure. The piece was retrieved and the procedure was completed with a different device. There was no reported patient impact. Additional information regarding the procedure and device retrieval was requested, but not provided at the time of this report.